Manufacturer narrative:
Insulin pump was received no button response due to corroded keypad traces. No button error alarm. Insulin pump received with moisture damage at motor assembly and electronic assembly. Insulin pump received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm. The insulin pump had moisture damage. When the customer pressed on the buttons, water squeezed out. The customer got in a hot tub. His blood glucose level was 150 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.